Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: double fenestrated grasper (part #420189-07; lot #m10120522-833) and site reviews have shown that no complaints were filed against the instrument. As of 11-may-2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient was suspected to have developed a pulmonary embolism. As a result, the patient received anti-coagulant therapy. However, although there is no indication that a malfunction of the da vinci surgical system occurred, the cause of the post-operative complication is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted pulmonary lobectomy procedure, a female patient in her 60's developed a pulmonary embolism on post-operative day #1. As a result, the patient was treated with anticoagulant therapy and discharged one week post-operatively. The hospital commented that it is unknown if the pulmonary embolism was directly related to the robotic surgery. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 20-may-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was recorded on video. However, the video is not available for isi to review. No malfunction of a da vinci system, instrument, or accessory occurred. There were no intra-operative complications. The surgical procedure was completed robotically. The patient was discharged about one week post-operatively.